Event description:
A review of svc data detected a reportable problem. During servicing, battery pack sn (B)(4) had leaking cells. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation, the battery pack was found to have leaking battery cells. The root cause for the leaking cells could be positively identified but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from defective battery. The last person to use this battery pack did not report any problems.